Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: investigation summary: bd received 46 samples for investigation. The customer samples were evaluated along with 10 retention samples of the incident lot selected from bd inventory. The samples were tested and the indicated failure mode for insufficient additive/clotting was confirmed. 10 returned samples were analyzed for heparin content; 7 tubes were within the specification, 2 had a low heparin results, 1 had no heparin. 10 retained samples were therefore, analyzed for heparin content; all were found to be within specification. 5 retained samples were sent for a clinical investigation. All tubes filled as expected and all results were normal. Visual inspection found no clots. Analytical testing and visual inspection of the retained and control tubes was satisfactory. Visual evaluations of both retain and control samples for clotting demonstrated clinically acceptable performance. This complaint is able to be confirmed based on the return sample testing. All retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tubes, the device experienced insufficient additive quantity. This event occurred eight times. The following information was provided by the initial reporter. The customer stated: I would like to report an issue we¿ve been having with a batch of bd vacutainer blood tubes. Over the course of one week, 8 out of around 50 blood samples taken showed some degree of clotting, despite the samples being shaken thoroughly immediately after collection. It is suspected that there may not be sufficient heparin in some of these tubes. Samples: yes, approximately 50 unused blood tubes from this lot. These could be collected from the facility address above. One patient had all of their blood samples clot, and the patient was not available for further sampling. They will need a repeat study, which involves a small radiation exposure (estimated effective dose: 0.05msv).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tubes, the device experienced insufficient additive quantity. This event occurred eight times. The following information was provided by the initial reporter. The customer stated: I would like to report an issue we¿ve been having with a batch of bd vacutainer blood tubes. Over the course of one week, 8 out of around 50 blood samples taken showed some degree of clotting, despite the samples being shaken thoroughly immediately after collection. It is suspected that there may not be sufficient heparin in some of these tubes. Samples: yes, approximately 50 unused blood tubes from this lot. These could be collected from the facility address above. One patient had all of their blood samples clot, and the patient was not available for further sampling. They will need a repeat study, which involves a small radiation exposure (estimated effective dose: 0.05msv).